Event description:
Rec'd report that extension set leaked at the tubing t-connector port. A pediatric pt was brought to the hosp for outpatient chemotherapy. While attempting to insert a peripheral intravenous access site, multiple attempts were necessary due to difficult vein accessibility. When access was confirmed and the t-connector was attached, leaking of approximately 2-3 cc of blood and saline occurred at the connection. The intravenous access site was lost and multiple attempts were again necessary to insert the intravenous. Exact product lot number is unknown, but possible lot number is 39-113ns.